Event description:
It is reported that a customer received a battery-out alarm on their insulin pump. The patient's blood glucose level was at 400 mg/dl at the time of the call. The customer was assisted with clearing the alarm and helped with reprogramming the time and date on the pump. The customer's insulin pump worked as designed. The customer was advised to monitor the pump for any further issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.